Event description:
It was reported, that the patient presented with infection. The entire system was explanted. Patient status was not known.

Manufacturer narrative:
Further information was requested, but not received. A device history record (DHR) review was performed. And all required manufacturing processes and inspection steps were confirmed, to be completed per the requirements. The device met specifications, prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed, normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
New information received noted that the patient presented with pocket infection during a follow-up in clinic. The entire system was replaced with a leadless pacemaker. The patient was in stable condition.